Manufacturer narrative:
The 4.5 footprint ultra pk suture anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customer's complaint cannot be confirmed. From the information provided, the suture is not tight enough and the anchor is loose. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: tensioning the sutures prematurely. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the suture is not tight enough and the anchor is loose. No back up device was available and no delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.